Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parents that the customer received emergency medical assistance and got admitted due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl at the time of the incident, and 300-400 mg/dl at the time of admission. The customer was at 580 m/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting and fever. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's parent declined. The customer's parent noticed different colors in the insulin in the infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.